Event description:
This filed to report partial clip movement resulting in recurrent mitral regurgitation requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2022, to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted that imaging was challenging, however one clip (ntw 20210r156) was implanted reducing the mr to a grade of 1-2. At a later date the patient presented with the mr increased to a grade of 4. The clip was attached to both leaflets, but less tissue from anterior leaflet was attached compared to when it was originally implanted . A second procedure was performed on (B)(6) 2022. Two clips (nt) were implanted on either side of the first clip to stabilize and reducing mr to a grade of 1. It was noted during implantation it was difficult to grasp both leaflets however implantation was successful. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported partial clip movement. The reported poor image resolution appears to be related to procedural conditions. The recurrent mitral regurgitation (mr) appears to be related to the procedural condition of the partial clip movement. Mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product issue with respect to manufacturing, design, or labeling.

Event description:
N/a.